Manufacturer narrative:
Product event summary: data files for the date of the reported event and the balloon catheter, 2af283 with lot number 62726, were returned and analyzed. The data files confirmed two system notices and a temperature issue, unrelated to the reported issue of double balloon damage. Visual inspection of the catheter showed it was stuck inside the sheath. As received, stuck inside the sheath, the catheter was mechanically and electrically tested. The catheter failed the performance test due to the balloon not inflating to its full inflated state during inflation. Additionally, the outer balloon flaps were wrapped, preventing the balloon to inflate to its full inflated state. During ablation, the balloon was unable to inflate to its potential due to system notice 50032 (indicating that the safety system detected a compromised outer vacuum). The shaft of the catheter was cut proximal to the sheath handle in order to retract it from the sheath. The pressure test revealed a leak in the inner balloon at the distal attachment with the catheter tip. Dissection revealed a kink on the guide wire lumen, and on the shaft of the catheter. It was noted that the thermocouple (tc) wires were intact and the impedance was within specification. The catheter passed the electrical integrity test as per specification. In conclusion, the reported issue of double balloon damage was not confirmed through testing. The analysis findings are all independent of the initially reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the issue occurred during the last application of the right inferior pulmonary vein (ripv), not the rspv.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter did not fully inflate and looked damaged at the last application. The physician removed the catheter from the patient and attempted to inflate again; however, the balloon could only inflate half way and both layers appeared to be "broken". The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.